Event description:
Report received of sparks from the battery compartment after the pump is plugged into ac power during testing at the user facility. The customer reported that the pump was returned from clinical service with the complaint, "doesn't work." During testing, it was noted that there was a spark and smoke in the battery compartment after the pump was plugged into ac power. There were no reports of any adverse patient or staff events while the device was in clinical use. Though requested, no additional information was provided.